Event description:
It was reported via a trial that on (B)(6) 2009 the patient underwent stenting in the proximal right coronary artery with one 4.0 x 18 xience v stent. During the procedure, the patient was found to have a small proximal edge dissection which was treated with a 4.0 x 8 xience v stent. The conditon resolved on (B)(6) 2009 and the patient was discharged one day after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.